Manufacturer narrative:
Unit passed displacement, active current measurement, and self tests; it failed sleep current measurement test. After further review of the unit's interior, there were traces of corrosion and mold on pcb1 around the battery connectors. The battery compartment itself is corroded. Unit received with a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located. Also the middle (enter) keypad button is cracked. Plus the lcd window has a small crack in the bottom right hand corner.

Event description:
The customer's father was reported via phone call that the insulin pump had battery failed alarm. Customer blood glucose value was 135 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer states they had changed the battery several times. Customer states contacts were not missing, damaged, or corroded. Customer states neither compartment nor spring were damaged or corroded. Customer states insulin pump did not alarm battery failed alarm. The device will be returned for analysis.